Event description:
Preterm infant on intravenous therapy with total parenteral nutrition fluids. Intravenous fluids noted to be leaking at "t" connector site on intravenous set. "T" connector noted to be cracked. "T" connector replaced with another infant's blood sugar obtained and was 50.